Event description:
There was an allegation of questionable elecsys cmv igg results for 1 patient on a cobas e 801 analytical unit. The initial result was 1000 u/ml with a data flag. The repeated result was <0.750 u/ml. The sample was diluted (1:5 ratio), and the result was 1000 u/ml with a data flag.

Manufacturer narrative:
The reagent lot number is 83625001 with an expiration date of 30-nov-2025. The qc was acceptable. The alarm trace showed several "<signal" alarms. The field service representative found that the pre-wash sipper probe was leaking and fixed the issue. He performed an air purge, a liquid flow clean, and checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.